Manufacturer narrative:
Update to h6 (type of investigation, investigation findings and investigation conclusions) and h10 to reflect investigation. The 26mm sapien 3 ultra valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging was returned and revealed that the native annulus measured and area of 446.2mm2, with a perimeter derived diameter of 24.8mm and average diameter of 24.7mm. The patient's annulus size met the specification for a 26mm sapien 3 valve. During the manufacturing process, the valve is visually inspected, and tests are performed throughout the process. In this case, there is no evidence to support a manufacturing design defect potentially contributed to the complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history record review was performed and did not reveal any related complaints. The commander delivery system with s3/s3u IFU, device prepping training manual and procedural training manual guidance and instructions. The procedural training manual provides guidance on assessing aortic regurgitation. Wide pulse pressure (with lower diastolic pressure than baseline) may indicate severe ar. Echo should be used for assessing prosthetic valve function and aortic regurgitation (central or paravalvular). Paravalvular leak can be caused by improper sizing, valve too low and leaks around skirt, valve too high and skirt unable to seal at annulus, incomplete expansion and bulky calcification creates irregular contact between thv and annulus. In addition, central aortic regurgitation depends on etiology, stabilization of hemodynamics priority and management can include post-dilatation or surgery. Paravalvular leak is hemodynamically insignificant and may resolved within minutes to hours. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. The complaints for valve migration, central and paravalvular leak post implant were unable to be confirmed. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. As reported, 'approximately 7 days post implant of a 26mm sapien 3 ultra valve in the aortic position, the valve moved into the lvot creating both paravalvular leak (pvl) and central aortic insufficiency (cai)'. The thv migrated could be potentially from multiples factors ( i.e. Device prepping, inadequate inflation volume, inappropriate valve positioning and deployment), which could unsecure the valve to the target site (annulus), and resulted in thv migration over the time. Valve migration could prevent the pvl skirt from sealing against the target site (annulus), which could lead to further paravalvular leak as reported. The paravalvular leak may reduce the back pressure requiring for proper leaflets closure during diastole cycle leading to central regurgitation. In this case, available information suggests that procedural (thv migration) and patient (paravalvular leak) factors may have contributed to the complaint event. Due to unavailability of relevant information and imagery, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. No corrective or preventative action nor product risk assessment is required.

Event description:
Approximately 7 days post implant of a 26mm sapien 3 ultra valve in the aortic position, the valve moved into the lvot creating both paravalvular leak (pvl) and central aortic insufficiency (cai). The patient was symptomatic, and a decision was made to implant a 2nd 26mm sapien ultra. The patient was left with trivial-trace pvl and no cai. The valve was successfully deployed. Of note, the degree of pvl and cai was not provided.

Manufacturer narrative:
The investigation is ongoing. Valve remains implanted in the patient.